Manufacturer narrative:
The evaluation is underway. A follow-up report will be submitted when the evaluation is complete. Multiple attempts have been made by the distributor to ascertain the well-being of the patient. No information has been provided to date.

Event description:
After the biopt was taken and the needle was pulled back the spring of the device disfunctioned causing the needle to get stuck and the biopt which was taken could not be used anymore. Patient suffered after misfunctioning of device from pneumothorax.

Event description:
After the biopt was taken and the needle was pulled back the spring of the device dysfunctioned causing the needle to get stuck and the biopt which was taken could not be used anymore. Patient suffered after misfunctioning of device from pneumothorax.

Manufacturer narrative:
A review of the returned product from the customer was performed and the complaint was confirmed. Six devices were returned for review. Two of the six returned samples were unopened. The unopened devices were test fired and exhibited no issues. The remaining four samples exhibited signs of use in that two of the samples had missing plungers and the springs exposed. The other two samples were tested and one had no issues; however, the spring on the other one tried to dislodge as the plunger was being pulled back. Upon further review, the tabs that lock the housings together were found to be broken. This occurred post-manufacture as each unit is test fired and visually inspected according to sop 2-01 (production final inspection) and each lot qc inspected according to sop 10-f (qc inspection procedure for final inspection and assembly) prior to release. No further information has been obtained concerning the status of the patient.